Event description:
It was reported that two er420's and one er320 were used during a laparoscopic cholystectomy. It was reported by the affiliate that the clips dropped, but not into the pt. There was no consequence to the pt.